Event description:
It was reported that batteries would not hold a charge. Multi-chemistry battery chargers were used on these batteries. Customer indicated that the battery status led illuminated red on the charger for all batteries. Batteries were not inserted into the autopulse. Battery rotations were performed. These incidents did not occur during pt treatment.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.